Event description:
It was reported that during a da vinci surgical procedure, it was noted that the prograsp forceps instrument would not grasp and retract effectively. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. During the failure analysis investigation, the instrument was placed on the is 3000 system and driven. The instrument passed recognition and engagement testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Failure analysis investigation also found the instruments housing was broken. The instrument housing was broken in a way that prevented the instrument lever from falling out of the socket. The broken damage may have been due to likely mishandling/misuse. Inspection showed the instrument lever was missing. The instruments main tube had deep scratches and gouges. The distal end to the main tube had various scratch marks with light material removal. The scratches were .037 - .067 in length and not aligned with the tube axis. The damage may have been caused by mishandling/misuse. No other damage was found. 80 - the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.